Event description:
It was reported to philips that the system would not turn on, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found that post result flex pc was failed. Upon troubleshooting actions, fse identified that the flexvision pc was not powered on. The defective flexvision pc was returned for analysis and it was concluded that the failure occurred due to the memory of the flexvision pc. Fse replaced the flexvision pc. After replacement, the system was returned to use in good working order.